Event description:
In 2005 nellcor puritan bennett received a report where it was claimed that a tracheostomy tube is leaking at the top edge of the cuff while in use on a pt. The tube was replaced without incident.